Event description:
Philips received a complaint on the intellivue mx700 patient monitor indicating that the alarms are repeatedly triggered on their own. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). E1: reporter phone# (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.